Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). A batch record review was performed on (B)(6) 2020 . This lot was manufactured following the applicable procedures; all the testing scheme (testing and inspection log ¿ appearance, dressing and pad dimensions, border dimensions, pad placement and alignment, pet tab dimensions, visual inspection) comply with the applicable documentations in the batch records were satisfactory. For the pi29-027 process instructions primary assembly and packaging ¿ scd ver 5.0. Until ver 9.0 section 10. Quality instructions, dressing manufacture ¿ assembly module - surgical cover dressing, indicate that a continuous visual inspection for hydrofiber pad to initial first piece and every hour. Conclusion summary of the related event: the dfmea¿s (dhf:674 - aquacel® ag surgical ver. 2.0) for the involved aquacel family were also analyzed; according to the dfmea, the failure mode of dressing not absorbing can be provoked by issues on the material itself. Based on this, convatec deeside, the manufacturer of the dressing, was notified and requested to perform a batch record review for the material lots used on the manufacturing process for the involved complaints lots. See below the failure mode captured in the dfmea. Conclusion of preliminary investigation: after doing the investigative process, reviewing the manufacturing processes of the impacted orders and making a history of non-conformities and complaints, it was concluded that the processes carried out on the product in haina have no effect on the defect reported by the customer. The most probable cause was assigned to the supplier and a nonconformance was generated for deeside site, for component of hydrofiber, refer tw# (B)(4) complaints dressing absorbency issue sb2. Risk evaluation: harm code was reported for (B)(4) out of (B)(4) complaints reviewed for this issue. Committee determined the initial "alleged" malfunction code is appropriate of wnd-pmc2.1 dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate. Severity 4. Assigned hc9.4 minor damage to property (e.g. Staining or discoloration). Case has already been reported to the FDA. No harm was reported from the other (B)(4) complaints. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 3 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a sample of aquacel ag scd 9*30cm was provided in place of the aquacel ag scd 9*15cm that was previously used and found out the same result occurred of the dressing not absorbing exudate. "Being an occlusive dressing, it did not leak but, exudates started depositing at the end as there was no absorption and gel formation happening." No harm was reported; however, the patient¿s clothing was soiled. A video depicting the reported complaint issue was provided by the complainant.